Manufacturer narrative:
A boston scientific technical services consultant reviewed the patient data. The consultant stated that the episodes from the day of the syncopal event have been overwritten. Further review showed a lot of pacemaker mediated tachycardia (pmt) and atrial tachycardia response (atr) events for the day after the syncopal event. Additionally, there is atrial fibrillation (af) with rapid ventricular response (rvr). The consultant stated that the device appears to be operating appropriately per programming. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had experienced a syncopal event. The patient's daughter wanted to confirm that the patient initiated interrogation (pii) was complete. No other adverse patient effects were reported.